Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (128 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual investigation of the returned pump indicates a suspected defect in the blood-side layer of the triple layer membrane. A detailed investigation of the returned pump is currently ongoing. This particular model is not available in the USA. It was manufactured to slightly modified specifications. These changes do not substantially alter the performance of the device. Therefore, we are reporting under the MDR regulation.

Event description:
We were informed by the clinic via the hotline that an accumulation of fluid was visible in the membrane interstices along with an abrasion in the air chamber of the left excor blood pump of a patient supported in the bvad configuration. The clinic provided berlin heart with pictures of the event. After evaluation of the images, berlin heart recommended an immediate exchange of the affected excor blood pump. The affected blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). During initial visual examination of the returned blood pump, no accumulation of fluid in the membrane interstices was visible. Red-brown particles were found in the membrane interstices and black particles could be confirmed in the air chamber. No air cushion was detected between the membranes. The blood pump was also tested for functional performance and met its specifications. For further investigation, the pump was submitted for an external CT examination. Particles were detected in the membrane interstices. The CT scan did not show any air cushions nor abnormalities in the individual membrane layers. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the blood-side layer. The remaining two layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for the air-side and middle layers. However, the blood-side layer showed a reduced thickness at the defect location. During normal pumping function membranes can get stressed. As a result, if membrane thickness is below the required thickness, there is a possibility that membrane leakage can occur at the thinnest point of the membrane. A reduced membrane thickness was found to be the cause of the membrane rupture. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible.